Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) contacted fresenius customer support for assistance terminating the patient¿s treatment. The poc stated she was going to contact emergency medical services to take the patient to the hospital. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient suffers from ongoing hypotension and syncope (lightheadedness) due to poor caloric and fluid intake. The patient is elderly and despite reeducation, continues to have a very poor appetite, which caused the hypotension and syncope. The patient presented to the emergency room on (B)(6) 2025 and was discharged on (B)(6) 2025 after receiving multiple saline boluses. The patient continued to undergo ccpd while hospitalized and has recovered from the adverse events. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Following discharge, the patient returned home and resumed utilizing the same liberty select cycler as before.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: based on the available information, the patient¿s liberty select cycler can be disassociated from having a causal or contributory role in the adverse events experienced by the patient.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) contacted fresenius customer support for assistance terminating the patient¿s treatment. The poc stated she was going to contact emergency medical services to take the patient to the hospital. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient suffers from ongoing hypotension and syncope (lightheadedness) due to poor caloric and fluid intake. The patient is elderly and despite reeducation, continues to have a very poor appetite, which caused the hypotension and syncope. The patient presented to the emergency room on (B)(6) 2025 and was discharged on (B)(6) 2025 after receiving multiple saline boluses. The patient continued to undergo ccpd while hospitalized and has recovered from the adverse events. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Following discharge, the patient returned home and resumed utilizing the same liberty select cycler as before.

Manufacturer narrative:
Additional information provided in d9 and h3. Plant investigation: a visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indications of dried fluid within the cassette compartment on the pump. There were visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. An (as received with reduced dwell) simulated treatment was performed and completed. Valve actuation test passed. System air leak test passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the leak event is confirmed due to the presence dried fluid within the device, which is indicative of fluid contact. There were no malfunctions found during testing that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) contacted fresenius customer support for assistance terminating the patient¿s treatment. The poc stated she was going to contact emergency medical services to take the patient to the hospital. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient suffers from ongoing hypotension and syncope (lightheadedness) due to poor caloric and fluid intake. The patient is elderly and despite reeducation, continues to have a very poor appetite, which caused the hypotension and syncope. The patient presented to the emergency room on (B)(6) 2025 and was discharged on (B)(6) 2025 after receiving multiple saline boluses. The patient continued to undergo ccpd while hospitalized and has recovered from the adverse events. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Following discharge, the patient returned home and resumed utilizing the same liberty select cycler as before.

Manufacturer narrative:
Correction provided in b5.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) contacted fresenius customer support for assistance terminating the patient¿s treatment. The poc stated she was going to contact emergency medical services to take the patient to the hospital. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient suffers from ongoing hypotension and syncope (lightheadedness) due to poor caloric and fluid intake. The patient is elderly and despite reeducation, continues to have a very poor appetite, which caused the hypotension and syncope. The patient presented to the emergency room on (B)(6) 2025 and was discharged on (B)(6) 2025 after receiving multiple saline boluses. The patient continued to undergo ccpd while hospitalized and has recovered from the adverse events. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Following discharge, the patient returned home and resumed utilizing the same liberty select cycler as before.